Manufacturer narrative:
The samples with ids of (B)(6) were further investigated. There was no sample remaining for sample ID (B)(6), so no further investigation of this sample was possible. Investigations performed with sample ID (B)(6) determined the sample contains an interfering factor against the streptavidin component of the ft3 assay. Investigations performed with sample ID (B)(6) determined the sample contains an interfering factor against the antibody/idiotype of the ft3 assay. For sample ID (B)(6), the investigation could not identify a product problem. The cause of the event could not be determined. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
Other text : na.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys ft3 iii on two cobas 8000 e 801 modules, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The results measured at the customer site were reported outside of the laboratory to a physician. Refer to the attachment for all patient data. Values highlighted in yellow are questionable. The samples were initially tested on the customer's e 801 analyzer on (B)(6) 2021. The samples were repeated on a siemens centaur analyzer. The samples were also provided for investigation, where they were tested on an e411 analyzer and an e 602 analyzer on (B)(6) 2021. During investigations, the samples were tested on a second e 801 analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer is (B)(4) . The ft3 lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e411 analyzer used for investigation is (B)(4) . Ft3 reagent lot number 507838, with an expiration date of 31-oct-2021 was used on this analyzer. The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 507838, with an expiration date of 31-oct-2021 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4) . Ft3 reagent lot number 510082, with an expiration date of 28-feb-2022 was used on this analyzer.